Event description:
This rv lead was implanted on (B)(6) 2000 and explanted on (B)(6) 2012 due to infection. The procedure took place at the (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).